Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 288 mg/dl. As customer discarded the infusion set site, cause of occlusion could not be determined. Customer reverted to using manual injections for insulin therapy. Upon follow up, customer reported occlusion issue had been resolved.